Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The distal section of the stent was stretched distally and severely misaligned. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. The tip was pinched slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 70% stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca). The lesion was predilated and the 3.5x20mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 3.5x20mm promus element stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.